Event description:
This is filed to report adverse patient effects of dissection, perforation, embolism and occlusion. It was reported through the pmcf (post-market clinical follow-up evaluation) report, that the ht spartacore guide wire may be related to the adverse patient effects of dissection, perforation, embolism, occlusion and the device malfunctions of failure to cross and difficult advancement. Details are listed in the attached article, titled post-market clinical follow-up evaluation report peripheral guide wires. Please see the attached pmcf for specific information.

Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the part/lot numbers were not reported. The reported patient effects of dissection, perforation, embolism, and occlusion are listed in the hi torque guide wire instructions for use as known patient effects of coronary stenting procedures. The investigation was unable to determine a conclusive cause for the reported dissection, perforation, embolism, occlusion, or serious injury. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B3 - date of event: estimated event date. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title ¿post market clinical follow-up evaluation report peripheral guidewires.¿